Event description:
It was reported that, during the anesthesia stage and 5 minutes into the procedure during the initial incision of the neck, the anesthesiologist noticed that the co2 parameters of the patient are irregular meaning there is a problem with the ventilation. Initially the or team thought there is a problem with the anesthesia machine, however after replacement some of the disposable components they have realized the machine is intact and the problem lies with the tube. Therefore, they have decided to extract the tube and replace it with another trivantage tube of the same size 6.0. Once replaced the ventilation parameters were ok and they started / proceed the surgery. The procedure was completed with backup product. According to additional information, prior to intubation, the inflating assembly, cuff, and tube were tested for functionality. Scope was not used to see the airway, and the tube was not bent or kinked. No biting block was used. There was no deviation to the trachea. The intubation phase went without difficulty. Following the extension stage, checked patient and no problem found. After the extension stage patient's head wasn't moved. Approximately utilized about 2-3 cc. In order to troubleshoot, they swapped the ventilation device to patient tube tubing with a shorted one and checked the co2 detector line because the anesthetist believed the ventilation device to be the source of the issue. When they realized everything was fine, they took out the trivantage tube. When troubleshooting, they didn't use any suction. The patient is ok after surgery no harm to the patient since they acted fast to overcome the problem.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.